Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from pinholes. This event occurred "one or two times". There are one or two cassettes involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the leaks were due to pinholes, a known cause of leaks. The cause of the pinholes was not determined. Should additional relevant information become available, a supplemental report will be submitted.